Manufacturer narrative:
Evaluation results: inherent risk of procedure (failure to deliver stent and stent deformation). Patient condition affected effectiveness of the device (the lesion had 95% stenosis). Evaluation conclusion: known inherent risk of procedure (failure to deliver stent and stent deformation). Device failure/lack of effectiveness related to patient condition device (the lesion had 95% stenosis). (B)(4).

Event description:
The physician intended to use an endeavor resolute drug eluting stent in the distal lad. The vessel had 95% stenosis. The device was prepped prior to use with no issues noted. The lesion was pre-dilated but the device would not pass the lesion. The physician removed the device and noted that the stent was damaged. There were no patient complications reported. Device evaluation: the stent was positioned between the marker bands as per specifications. The 7th and 8th distal stent segments were raised and deformed. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).